Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that a physician contacted boston scientific technical services (ts) regarding why this patient's device emitted beeping tones. Ts discussed possible causes that would trigger tones from the device. A clinician then contacted ts indicating the tones were due to high out-of-range shock impedance measurements. The clinician noted that the shock impedance had been trending upward for several months. Ts discussed troubleshooting steps and that increasing shock impedance could be caused by right ventricular (rv) lead calcification. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that several years ago, this system emitted beeping tones. After the analysis of the available information, it was determined that the system showed high out of range (oor) shock impedance measurements. The shock impedance had been trending upward for several months. It was discussed that the origin of the observed issue could have originated on lead calcification. The right ventricular (rv) lead continued to exhibit high out of range shock impedances. Subsequently, a revision procedure was performed, and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that several years ago, this system emitted beeping tones. After the analysis of the available information, it was determined that the system showed high out of range (oor) shock impedance measurements. The shock impedance had been trending upward for several months. It was discussed that the origin of the observed issue could have originated on lead calcification. The right ventricular (rv) lead continued to exhibit high out of range shock impedances. Subsequently, a revision procedure was performed. Several years later, additional information was received mentioning that the patient was at generator change and the lead appears to remain in service. The shock impedances are still high, out of range. It was recommended to explant the lead at the same generator change procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This investigation will be updated should further pertinent information be provided.